Manufacturer narrative:
Dissection and thrombus were observed during use of the stellarex device. Additional intervention was required to treat the patient, thus resulted in a prolonged procedure. Availability to enter this information in section is still work in progress at (B)(4), thus the drug information is noted below: stellarex 0.035 otw drug-coated angioplasty balloon; paclitaxel drug, 3.3 mg; therapy date: (B)(6) 2017; the stellarex balloon is indicated for the treatment of de-novo or re-stenotic lesions in the lower extremities to establish blood flow and to maintain vessel patency. Doesn't apply; lot #: fxu16l30a; expiration date: 12/09/2018; (B)(4). Foreign-(B)(4) / study- saver, patient ID (B)(6). PMA number is not applicable. The device is commercial product with a ce mark. / combination product is applicable the device was disposed, thus no product evaluation was performed. Per the IFU, vessel dissection and thrombosis are listed as potential complications/adverse events of the procedure.

Event description:
The patient had small caliber vessels and given 5000 IV heparin. Ballooned with 4 mm stellarex in the sfa and extensive dissection was noted. The dissection was treated with stents. Thrombus was lodged in the tibial vessel btk. The thrombosis was treated with thrombectomy.